Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had watchdog timeout alarm and unexpected restart a cold reset was performed. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. Customer was able to complete pump rewind. Customer was able to clear the alarm. The insulin pump will not be returned for analysis.